Event description:
It was reported that the patient presented on (B)(6) 2015 with symptoms of shortness of breath. The patient had gone into rapid atrial fibrillation. During the check sensing had decreased and capture threshold had increased. The physician suspected a lead dislodgement since the lead was recently implanted. On (B)(6) 2015 the patient presented for repositioning of the right ventricular lead. During procedure the lead was damaged with bovie, the lead was explanted and replaced successfully. The patient was stable during and after the procedure.

Manufacturer narrative:
(B)(4).